Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 5.0, doctor's coagucheck: 3.9, patient's coagucheck: 4.3. Pt tested on her doctor's coagucheck meter. Two hours later, she came home and tested on the inratio2 meter. Pt also has a coagucheck meter.

Manufacturer narrative:
Investigation pending.